Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Manufacture date - unknown.

Event description:
It was reported that patient underwent a total hip (B)(6) 2014, due to loosening of the polyethylene acetabular cup. The modular head and acetabular cup was reported to have been removed and replaced during the revision procedure.